Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned packaging. The outside sterile pack contains a single hair-like debris. The internal sterile packaging does not contain any debris. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause can be attributed to the operator not following manufacturing instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found inside the sterile packaging. The issue was discovered by the or staff before opening the sterile packaging. Another battery was used to complete the procedure. There were no consequences or impact to the patient.